Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, intraoperative disruption. Gas supply was interrupted and could not be restored. After switching it on and off twice, it worked again. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
Device evaluation: accordingly, we would like to give a summary of our results regarding the reported issue. The error description provided by the customer, "intraoperative disruption, gas supply was interrupted and could not be restored", could be confirmed. The error code 247 could be found in the log files. This is an internal failure message referring to a temporary integrated circuit (ic) communication error. For that reason, the flow was interrupted and unstable. Due to several restarts of the unit, the device worked afterwards fine because the communication of the ic worked correctly after the startup. In addition, we would like to call your attention to the corresponding instructions for use. The IFU uip500_en_v2.1_IFU_ce-MDR contains the following notes: page 10: 3.2 correct handling and product testing. If the product is not handled correctly, patients, users, and third parties may be injured. #only persons with the necessary medical qualification and who are acquainted with the application of the product may work with it. #check that the product is suitable for the procedure prior to use. #check the product for the following properties, for example, before and after every use: functionality, damage, changes to the surface, in the case of several components: completeness and correct assembly, #do not continue to use damaged products. #dispose of the product properly; see disposing of the product. Page 12: 3.9 failure of products. The product may fail during use. Have a replacement product ready for each application or plan for an alternative surgical technique. The event is filed under internal karl storz complaint ID: (B)(4).